Event description:
High out of range (oor) defibrillation impedance & high oor svc (superior vena cava) impedance. Caller noted impedances jumped. Rv/svc (right ventricular / superior vena cava) lead impedance warnings turned off. Patient hospitalized. Lead replaced on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).